Manufacturer narrative:
H6 - type of investigation: 4110 - lens work order search: no similar complaint type events reported for units within the same lot. Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm micl12.6; -16.0 diopter implantable collamer lens into the patient's eye on (B)(6) 2015. It was indicated the patient developed a cataract and on (B)(6) 2023 the lens was explanted. The cause of the event was reported as unknown.